Event description:
It was reported that (1) tsw45 was used during a laparoscopic appendectomy. It was reported by the rep that the surgeon fired the instrument successfully on the first firing across the meso appendix. The second firing, the surgeon closed down on tissue and fired the instrument. The instrument would not open. After several minutes trying to remove the stapler, the surgeon finally broke the stapler open. It is unknown how the case was completed. There was no consequence to the pt.